Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed, and no non-conformities were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced skin erosion at the pocket site. The ipg was replaced via a revision surgery and there have been no reports of further complications regarding this event.